Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test due to loose motor drive support disk.

Event description:
It was reported that the insulin pump alarmed motor error after a bolus was programmed. Troubleshooting was performed. The insulin pump passed the prime, displacement and self tests. Nothing further was reported.